Event description:
During an initial implant procedure on (B)(6) 2024, it was noted that the helix of the right atrial (ra) lead failed to extend. There were no consequences to the patient. The ra lead was not installed, and a new ra lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix partially extended and clogged with blood/tissue. X- ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to the helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region. Electrical testing and analysis analysis was normal. No anomalies were found.